Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt on (B)(6) 2017 with setting 200mmh2o due to normal pressure hydrocephalus. It was reported that the ventricular enlargement and the symptoms of hydrocephalus were observed. Therefore the removal surgery was performed. After that, the valve was re-implanted to the patient via lp-shunt. However the ventricular enlargement and the symptoms worsened were observed in 2 weeks after the surgery. The revision surgery was performed with v-a shunt on (B)(6) 2017. At present, the symptom was improved, and the patient was during follow-up observation. The patient was (B)(6) female. Primary disease: subarachnoid hemorrhage. Csf protein: normal. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 50mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The catheters were irrigated, no occlusions were noted. The valve was reflux and passed. The siphon guard was tested; no issues found. The siphon guard was removed. The valve was then pressure tested and passed. Review of the history device records for the valve found that the device conformed to the specifications when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.